Event description:
It was reported that a shunt assistant (# fv252t) was tested preoperatively and showed unexpected behavior. No patient involvement. The incident was reported to the manufacturer late on november 13, 2024.

Manufacturer narrative:
Manufacturing site evaluation: traceability of production data was performed and showed no deviation. The investigation is on-going. Should the investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, visible deposits in the inlet spout were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of made by the customer: did not resist to scf flow in vertical position - preoperative", the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating within the accepted tolerance in the vertical position. Internal inspection: after dismantling of the valve, deposits were found. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. The examination of the return product has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.